Manufacturer narrative:
It was reported that the ventilator would not turn on. Our field service engineer investigated the ventilator on site. The control cable was replaced as it was found to be broken. The root cause as to why the control cable was broken could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator would not turn on. There was no patient harm reported. Manufacturer's ref.#: (B)(4).